Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold. A rv lead revision was performed; however, during venogram the patient's vein occluded. The pocket was then closed as the physician opted to revise lead when the patient's device will be replaced. In addition, the patient had no symptoms and reprogramming was done. Additional information was obtained indicating that the cause of high threshold was not determined and the behavior was attributed to the rv lead. To date, this rv lead remains in service. No additional adverse patient effects were reported.